Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2019 with blood glucose level was over 600 mg/dl and 470 mg/dl. Customer had treated with insulin for blood glucose level. Customer states they had tried several batteries and it says the battery was dead caller states that they was in the hospital and the doctor said the insulin pump was not working and getting a battery out limit. Customer states the insulin pump alarmed after battery change. Customer reports they were able to clear the alarm. Customer did not want to troubleshooting because they went to hospital. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The devices will not be returned for analysis.